Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 10mm x 4cm balloon. The distal tip of the balloon was protruding out the distal end of the introducer sheath. The balloon was slightly bunched. No other anomalies were observed to the device at this time. The distal tip of the introducer sheath was examined under microscopic magnification (8x) and was observed to be flared, indicating retraction issues. No other anomalies were observed to the introducer sheath. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035" guidewire and it passed without issue. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, a catheter leak was observed 17.2cm from the distal tip. The location of the leak was examined under microscopic magnification (15x) and multiple cuts were present in the catheter. It is likely that the cut catheter was a result of the user's attempt to remove the balloon from the introducer sheath, as it was not reported by the user. The balloon was cut at the proximal cone to examine the inflation/deflation port. The glue bullet was in the correct location and was not lodged inside the outer catheter shaft. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for retraction issues as the balloon was returned within the customer's introducer sheath and the distal end of the introducer sheath was flared and the balloon was bunched in appearance. The definitive root cause for the reported retraction issue could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following the third inflation of the pta balloon during a fistuloplasty, the catheter allegedly could not be retracted through the sheath; therefore, the catheter and sheath were removed as a single unit. Reportedly, no further treatment was required. There was no reported impact or consequence to the patient.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment for a fistula plasty, the pta balloon catheter was allegedly not able to be removed through the sheath after the third inflation; therefore, the catheter and sheath were removed together as a single unit. Reportedly, no further treatment was provided. There was no reported impact or consequence to the patient.